Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The handpiece (hp) was received for this investigation. A visual assessment of the returned sample did not reveal any nonconformities. When the handpiece was connected to a calibrated breakout test box, the resistance and dissipation between low electrode and high electrode were found out of specification. The returned handpiece was then connected to a calibrated centurion vision system, where it was recognized, calibrated, primed, and tuned. The sample passed the temperature test; however, it failed the five-minute burn-in test due to the shell being very hot upon completion of the test. The handpiece was connected to a dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which recognized and passed the torsional stroke test but failed tuning and the us stroke test. Removing the handpiece shell revealed moisture ingress within the electrode chamber. It should be noted that system message (sm) is known to display in instances in which a handpiece is not sufficiently cooled prior to inserting into a console. The handpiece must complete the sequence of recognition, calibration, priming, and tuning (the step in which sm displays) before the handpiece can be powered. As such, the reported event of the surgeon experiencing a hot hand prior to receiving sm cannot be confirmed nor replicated. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery, an ophthalmic surgeon had experienced light burn through glove, red hand like sunburn. No intervention was required. Mild redness which settled over a day with no residual problem.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.